Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for routine follow up. Upon interrogation, automatic mode switch episodes and noise resulting in oversensing was observed on the right atrial lead. Programming changes were made. The patient was in stable condition.